Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable stop button. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version colleague 2006. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a pump with a condition of "an inoperable stop button on the pump head module (phm) keypad" was discovered. Inspection of the device revealed the condition was caused by a defective phm keypad. The phm keypad was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is currently being investigated.